Event description:
Device 2 of 2: reference MFR report: 1627487-2012-04323. The pt has two scs systems and two ipgs. It was reported the pt had pain from the ipg that was located on his right side. It was reported the pain radiated down his leg, and prevented him from walking very far. The physician repositioned the ipg pocket location. F/u identified the issue was resolved by moving the ipg. Both ipgs will be reported since it is unclear which ipg was at issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.